Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the impactor was stuck in the pfna blade. The surgery was successfully completed using another blade and impactor. There was no surgical delay. There was no patient consequence. This report is for one (1) pfna-ii blade l90 tan. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The complaint condition could not be confirmed during photo investigation. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot : part: 04.027.053s, lot: 205p360, manufacturing site: bettlach, release to warehouse date: 17 june 2021, expiry date: 01 june 2031. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.027.053s, lot: 205p360, manufacturing site: bettlach, release to warehouse date: june 17, 2021, expiry date: june 1, 2031. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Visual inspection: the pfna-ii blade l90 tan (part# 04.027.053s, lot# 205p360 qty# 1) was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the impactor and the helical blade were seized and could not be disassembled. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The returned impactor is investigated separately. Functional test: a functional test could not be performed as the devices were seized and could not be disassembled. Can the complaint be replicated with the returned device(s)? Unable to perform dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to the two devices being seized and the mating surfaces could not be accessed without destruction of the devices. Document/specification review: the following drawing(s) was reviewed: -pfna-ii blade l75-l120mm, tan: current and manufactured revision no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the pfna-ii blade l90 tan (part# 04.027.053s, lot# 205p360 qty# 1) as the devices were found to be seized and could not be disassembled. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.